Event description:
A medtronic rep reported the monitor on the stealthstation treon guidance sys went black while attempting to transfer anterior/posterior ap and later images from a c-arm to the stealthstation treon. This occurred during a posterior lumbar spine fusion. The screen went black during both ap and lateral shots; they were not able to view the images on the stealth. The case was completed successfully without navigation; there was no harm to the pt. The surgeon would not allow pt info to be released.

Manufacturer narrative:
The pt info will not be reported as requested by surgeon. Medtronic rep updated software versions and replaced monitor power supply. Navigation sys check-out finds monitor power supply low at 10 volt. Molex connector on pigtail connector shows discoloration due to heat. No return of parts to MFR is expected.